Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6) hospital.. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation of esophageal varices procedure performed in the esophagus on (B)(6) 2025. During the procedure, the ligating bands were sticked. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation of esophageal varices procedure performed in the esophagus on (B)(6) 2025. During the procedure, the ligating bands were sticked. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands attached to it. In addition, the ligator housing teeth were in good condition. The trip wire was not secured, and it was not pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs" and "secure trip wire in slot on handle unit" however, the trip wire was not pulled up to take up rest of the slack and the trip wire was not secured. These can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not work accordingly with the handle when pulling the bands. Therefore, the most probable root cause of this complaint is no problem detected.